Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.(B)(4).

Event description:
It was reported that the procedure was to treat a lesion in the iliac artery with moderate calcification. A 7.0mmx40mmx80cm armada 35 percutaneous transluminal angioplasty (pta) catheter balloon was prepped per the instructions for use and advanced without any resistance noted. The balloon inflated up to 16 atmospheres; however, the balloon ruptured. The armada pta catheter was simply removed from the patients anatomy. Another armada 35 pta catheter was used to successfully complete the procedure. No other issue was noted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.